Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection revealed that the hypotube profile had no issues identified. The shaft polymer extrusion profile had no issues identified. A pinhole was identified 1mm proximal to the proximal markerband. No damage was observed to the markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip profile had no issues identified. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be inflated because a pinhole was identified 1mm proximal to the proximal markerband. No damage was observed to the markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal of the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation at 4atm for 5 seconds. Furthermore, the shape of the rupture was vertical. The device was removed from the patient's body without any problem with the usual method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal of the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation at 4atm for 5 seconds. Furthermore, the shape of the rupture was vertical. The device was removed from the patient's body without any problem with the usual method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.